Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12may2020.

Event description:
The customer reported a blower high temperature alarm during set up. There was no patient involvement. Technical support provided remote assistance to the customer. The customer confirmed the occurrence of the blower temperature high diagnostic code in the event log. The customer reported that the air inlet filter is dirty and the cooling fan is working. Technical support advised the customer to replace the air inlet filter and perform full performance verification testing.

Manufacturer narrative:
G4: 19may2020 b4: (B)(6)2020. The customer could not confirm if there was a delay in therapy as a result of this event. The customer reported that the problem could not be duplicated during service, however, the air inlet filter was still replaced and the unit passed testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.